Event description:
It was reported that during a hand assisted nephrectomy procedure, the device would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the ats45 instrument was returned in good visual condition and a reload present. The reload was received partially fired and with the lockout spring normal. The firing mechanism was noted to be damaged. No functional test could be performed with the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.